Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm and did not provide power. According to the patient, the controller did not recognize the battery. It was noted that there was no indication of a battery malfunction in the past as the battery had sufficient charging capacity and green status lights on the battery charger. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. G2 report source was updated to include other - regulatory body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion and additional information. Section b5.desc evt problem has been updated. Product event summary: one battery (B)(6) was returned for evaluation. One battery (B)(6) was not returned for evaluation. A review of the manufacturing documentation for (B)(6) confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able to charge and provide power to a test controller. Review of the alarm log file did not reveal a critical battery alarm; however, one power disconnect alarm was recorded involving (B)(6) connected to power port one on 04-jun-2022 at 19:55:21. During the power disconnect alarm, a safety alert word (saw) value was recorded on (B)(6) indicating a cell under voltage and pack under voltage flags were enabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a p ack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Considering that (B)(6) was connected to power port two at the time of the power disconnect alarm, it is possible that the power disconnect alarm involving (B)(6) was perceived as the reported (B)(6) not being recognized by the controller. Additionally, log file analysis revealed that multiple data points were recorded with a safety flag enabled on (B)(6) indicating a fault of the main integrated circuit (ic) that controls the battery; however, the battery was still able to provide power. Of note, the data log file available did not cover the reported event date. As a result, the reported inability of the battery to be recognized by the controller event was confirmed; however, the reported critical battery alarm event was not confirmed. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the fault of the main integrated circuit has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Based on the available information, a possible root cause of the power disconnect alarm can be attributed, but not limited, to a battery malfunction. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 23-jul-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data and the battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.